Event description:
Literature report "skin necrosis after injection of zyplast into glabellar rhytids." Follow-up findings per physician noted that no intervention was given and patient was left with a scar at the glabellar treatment site. The follow up physician was not the injecting physician.